Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that multiple customers experienced multiple occurrences of inaccurate fill estimates. Reportedly, the cartridges were filled with 150 units and the insulin gauge decreased to 40 units within 24 hours. Although requested by tandem technical support, the contact was unable to provide information regarding the customers. There was no reported impact to the customer's blood glucose level.